Event description:
It was reported that a surgery was aborted and the aus device was not implanted due to a "urethral tear from preliminary dilation." The urethral tear was closed and a catheter was left in place for 8 days to allow for healing. The pt outcome was reported as "healed." A re-implantation surgery has not been determined at this time.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.